Manufacturer narrative:
Evaluation summary:indentations in the free margins of leaflet 1 and 3 at commissure 1 are detected. A suture track is evident in leaflet 3 at commissure 1. A crease at the cusp area is noted in leaflet 1. The markings on the valve indicate a suture was looped around commissure 1. No other inconsistencies detected or in the x-ray. (B)(4) suture loop.the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that, "surgeon took out the holder before tying the knots down and with echo evaluation, mitral regurgitation was observed. It appeared that a suture was caught on one of the struts. He said he does not blame it on the valve. He implanted another 7000tfx-29mm in the same patient successfully."